Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400 mg/dl at the time of the incident. Customer current blood glucose level was 346 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer reported insulin flow blocked. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit. The customer stated that the insulin exit tubing. The device will not be returned for analysis.